Manufacturer narrative:
No patient information provided as no patient was involved in this concern) . A medtronic representative went to the site to test the equipment. Testing revealed the mobile viewing station (mvs) backup battery did not hold a charge under load for more than one minute. The uninterrupted power supply (ups) battery cartridge was replaced, the system then passed the system checkout and was found to be fully functional. The battery cartridge has been returned to the manufacturer and is currently under analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile viewing station (mvs) was no longer holding a charge and the back up battery was dying very quickly. There was no patient present at the time this issue was observed.

Manufacturer narrative:
Device evaluation: analysis was completed for the returned uninterruptible power supply (ups) battery cartridge. Analysis was unable to confirm the reported complaint. The battery was charged for at least 6 hours, and after it passed the load test by lasting 8 minutes and 20 seconds, while lasting under 5 minutes is failing. There was no problem found with the returned ups battery cartridge. If information is provided in the future, a supplemental report will be issued.